Event description:
It was reported that a pump alarmed for a system error 322. The customer confirmed the alarm through review of the device history log and stated that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval was able to confirm the system error through review of the device history log but could not reproduce the alarm during testing. Further eval found a missed connection on the input/output printed circuit board (I/o pcb). Additionally, the spacing between the upper latch switch was found to be out of spec. These failures are known contributors to system error 322. The I/o pcb and upper aux assembly have been replaced.